Event description:
It was reported that the patient with this neurostimulator had an infection at the incision site. The patient was prescribed medication and the issue resolved. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional product code: qon.

Event description:
It was reported that the patient with this neurostimulator had an infection at the incision site. The patient was prescribed medication and the issue resolved. There were no further patient complications reported.